Event description:
In the course of the recall action for the composix kugel mesh, the doctor reported that one of the first meshes he implanted, also broke. He implanted the mesh according to the IFU and the training received with single sutures. During this procedure the ring broke. He did not consider this to be tragic but sutured the ends of the ring and left it at that. This incident goes back about 2 to 2 1/2 years. He treated the patient postoperative and could not detect a problem. Doctor reported that from this time on he does not place the suture around the ring but on the polypropylene and has had no problems since.